Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.

Manufacturer narrative:
The device involved in the reported event was evaluated. Per the per, the engineer stated: while the root cause of this event cannot be conclusively determined with the available information, evaluation of the device fracture suggests that the instrument may not have been fully seated within the mating screw component at the time of fracture. The engineer also stated the manufacturing records were reviewed and determined there were no nonconformance's or other issues identified within the documentation that may have contributed to this event. File 1 of 2.

Event description:
The distributor reported the tip of the screw inserter broke and was left inside the head of the screw, which remains implanted in the patient. No adverse effects have been reported as a result of this event.